Event description:
It was reported by the manufacturer sales representative at the user facility, the device had a chip at the bottom and flaking off metal pieces. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
It was reported by the manufacturer sales representative at the user facility, the device had a chip at the bottom and flaking off metal pieces. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.